Event description:
The pt's mother reported that an e6 (mechanical) error was displayed on the infusion device one week ago. They cleared the error and changed the insulin cartridge, adapter, and infusion set and the error did not recur. Since that time the pt's blood glucose has been elevated to up to 490 mg/dl. The pt's normal blood glucose level is 150 mg/dl. The pt switched to the backup infusion device. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.